Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error - breach in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a system error 2240 on the homechoice (hc), a technical service representative (tsr) discovered that a home patient (hp) failed to apply a flexi cap onto the patient line following disconnection in drain two fo seven. The hp then reconnected to the hc. The tsr reviewed the proper disconnect and reconnect procedures with the hp and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.